Event description:
This ra lead was implanted on (B)(6) 1999 and remains implanted at this time. A call placed to technical services on (B)(6) 2016 reported that this ra lead exhibits intermittent capture. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)